Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown ; expiration date - unknown ; date implanted - unknown; date explanted - unknown; initial reporter - unknown ; PMA/510(k) number ; manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.